Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of stones on (B)(6) 2022. The patient was sedated and placed in the prone position at the start of the procedure. It was reported that anesthesia intubation was difficult. The physician attempted to pass the exalt model d scope through the patient's esophagus without success. He switched to an egd scope and placed a guidewire. With the wire in place, the physician returned to the exalt scope and was still unable to advance through the esophagus. He then switched to a reusable pediatric duodenoscope and was able to complete the procedure. After the procedure, the physician examined the patient's oral pharynx with the egd scope and noted mucosal trauma. A CT scan was performed that showed free air and a one centimeter perforation of the esophagus. A jejunostomy tube was placed. The patient was discharged in good condition. In the physician's assessment, it is unlikely that the exalt model d scope was the cause of the perforation but he is unable rule it out completely. He suspects that the injury occurred during anesthesia intubation. There is no allegation that the exalt model d scope failed to meet performance specifications or perform as intended. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). Correction/removal reporting #: on march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.